Event description:
The patient service representative (psr) called zoll lifecor customer support to report that one of her extra batteries is displaying a "battery pack" fault on the charger. Support issued the psr a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery pack faults was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.